Event description:
It was reported that the customer experienced two alarms, alarm 2 followed by alarm 26, due to an occlusion event earlier in the day. Despite the issue, the customer¿s blood glucose level did not exceed 500 mg/dl and was not deemed ¿high¿ by the cgm, indicating there was no adverse impact on their blood glucose level. The customer resolved the issue by inspecting the pump, found no visible problems, and resumed insulin use. There were no frequent or recurring occlusion issues reported, and additional assistance was deemed unnecessary, leading to the closure of the case by technical support.